Event description:
Caller reported that pump battery depleted too quickly, leading to a pump shutdown and causing blood glucose levels to exceed 500 mg/dl, displaying as "high." Specific blood glucose values were unknown. Caller was able to resume insulin delivery after being educated about insulin on board and max hourly bolus reset procedures. No third-party assistance was required, and a corrective bolus was administered via the pump. Caller was informed that battery depletion of up to 15-35% per day is normal and acknowledged the information provided by customer technical support.